Manufacturer narrative:
Additional information section d9: device available for evaluation: yes. Date returned to manufacturer: jan 10, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed a clean complaint lens and that the lens was received cut in half with both haptics detached, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Email address: unknown/not provided. Initial reporter telephone number: (B)(6). The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had an intraocular lens (iol) implantation of zfw 100 21.0d in his right eye. During the post-op exam, the patient reported discomfort of vision and waxy vision. Suspect lens was therefore explanted and replaced with a monofocal iol. The vision pre-operative value was +0.15 and post-operative value was +0.2.this was less than the doctor's expectations and the visual acuity was not as predicted. The patient's daily activities were significantly affected. No further information was available.